Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2005 - patient was implanted with a bard/davol extra large composix kugel patch during a ventral incisional hernia repair procedure. On (B)(6) 2013 - patient developed and abscess along with abdominal pain at the previous composix kugel implant site. Allegedly these complications required the patient to have extensive treatments that ultimately failed to resolve the ongoing injuries. On (B)(6) 2014 - patient was taken into surgery for explant of the alleged defective composix kugel patch. During this surgery, it was allegedly discovered that the memory recoil ring in the composix kugel patch had broken in vivo. The patient's attorney alleges the patient suffered from pain and abscess.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. The patient's attorney has not provided medical records. Without a lot number, a review of the manufacturing records could not be conducted. With the currently available information, no conclusion can be drawn. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.

Manufacturer narrative:
Addendum to the initial report. Pictures of an explanted mesh were provided. A review of the provided pictures showing the mesh side of the explanted composix kugel, identified what appears to be a portion of both the inner and outer mesh rings exposed from their associated ring containment pockets. While the position of the exposed outer ring indicates that this ring may be separated, no ring ends can be identified in any of the provided pictures. Therefore, no definitive conclusion can made regarding ring separation and/or the possible cause. A picture of the eptfe side of the explanted composix kugel mesh was also provided. Based on a review of this picture the eptfe appears intact with no exposed ring component identified. At this time no conclusions can be made. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The subject product is alleged to be part of the composix kugel recall, initiated on december 2005.